Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient¿s cgm was reading low mg/dl on his omnipod insulin pump. No bg meter comparison was taken at this time. The patient was experiencing tremors in his hands and legs, dizziness, and lightheadedness. Due to the low mg/dl reading, the patient self-treated with glucose tablets, orange juice and a can of ¿pop¿. The cgm continued reading low mg/dl despite treatment (for 1-2 hours), therefore, the patient decided to inject himself with glucagon and call ems. Once ems arrived, the patient¿s cgm was reading 54 mg/dl and the bg meter was reading 159 mg/dl. Ems transported to the patient to the ER. The patient reported that his bg values increased by the time he got to the hospital, but the values were still ¿100 points off¿. No medication was provided to the patient by ems or the hospital, as he had already given himself glucagon. The patient was at the ER for approximately an hour before being discharged. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred against the sensor. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and no damage was found. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined because an investigation cannot be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).